Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets adhesive event on (B)(6) 2026. The patient reported infusion set fell off early during use. No further information is available.